Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure that occurred approximately two to three weeks prior to (B)(6) 2022. Fiducials were administered transperineally prior to the implant procedure. Magnetic resonance imaging (MRI) was performed for simulation and showed a small amount of rectal wall infiltration (rwi). Upon review of the images, 1cc of hydrogel was shown in the rectal wall, the outer layers, from 11am to 12pm o'clock. No patient complications occurred. The patient will do conventional fractionation treatment 70 gy in 28 fractions and 5040 cgy to the nodes.

Manufacturer narrative:
Corrected fields: block b5 describe event or problem. Block b7 other relevant history. Block e1 initial reporter title and initial reporter email. Block h10 additional MFR narrative. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the report that the implant occurred two to three weeks prior to the date the manufacturer became aware of the event, on (B)(6) 2022. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure. Fiducials were administered transperineally prior to the implant procedure. Magnetic resonance imaging (MRI) was performed for simulation and showed a small amount of rectal wall infiltration (rwi). Upon reviewing these images, 1cc of gel was shown in the rectal wall, outer layers, from 11-12 o'clock. However, one issue of concern is that there is only 1cc whereas there should have been 12cc of space-oar vue in the syringe. Patient will do conventional fractionation treatment 70 gy in 28 fractions and 5040 cgy to the nodes.